Event description:
It was reported that the right ventricular (rv) lead dislodged and was not pacing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Concomitant medical products: a 5592-53 lead implanted: (B)(6) 2014. Mcs-p3-29-aoa transcatheter valve implanted: (B)(6) 2014. (B)(4).